Manufacturer narrative:
Thompson, jacqueline and glenn berting, "endovascular leaks: perioperative nursing implications". Aorn journal 2009; 89: 839-846.

Event description:
An article in the aorn journal (89 [may 2009] 839-846) ("endovascular leaks: perioperative nursing implications") presented case studies on four pts who presented with endoleak. This article describes a (B)(6) man who underwent an endovascular stent graft repair of a 7.5 cm abdominal aortic aneurysm. The procedure was uneventful with a completion angiogram that demonstrated full apposition of the grafts, proximal and distal seals, and no endoleak. At the six month follow-up, an abdominal ultrasound demonstrated residual blood flow in the aneurysmal sac and a 0.5 cm increase in the diameter of the aneurysm. A CT scan was performed, which identified the presence of an endoleak. On an unknown date, an intervention was performed whereby the pt was treated using a direct puncture embolization technique. During the intra-operative angiographic run, the surgeon identified that the leak was a type ii leak from a lumbar artery. "Glue" was performed to treat the endoleak.